Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, opening curved on anterior and posterior, black particles, white calcification-like and broken plug strap leak test and microscopic analysis was performed which identified: striated opening on anterior, sharp opening on posterior and sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.